Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
The customer reported that after priming the line with nss, attaching it to the patient and unclamping the set it separated and leaked. The patient's blood started leaking out of one end, while the sodium chloride bag continued to leak. The patient was on warfin therefore the blood flow leak was increased. There was no harm.